Event description:
The customer reported that she was hospitalized for hypoglycemia, with blood glucose levels in the range of 30 mg/dl. The customer was unconscious when she was found by her husband. The customer felt that the event may have been due to giving herself a manual injection, which she hadn't done in a long time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.